Event description:
The facility sent an infusion pump in for service where a baxter service tech had discovered a failure code 550:320:675:0000. The rep of the reporting facility stated that no pt injury or medical intervention was involved with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available.